Event description:
Follow-up revealed the patient's scs system was explanted on (B)(6) 2016. Note: an sjm representative was made aware of the explant the following day.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences uncomfortable tingling at the ipg site when stimulation is on. In turn, the patient has chosen to deactivate stimulation. The patient also plans to undergo surgical intervention on a later date.